Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) engine shut down, there were no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found the device turned on for about 1-15 minutes and the device turned off. Tested the use of dataset spare parts but after turning off the machine, there is still the same shutdown symptom. The fse replaced the power supply and after turning off the machine, it can work normally. Test run the machine for 1 night. The machine can be used normally. The unit has passed applicable functional/safety testing and repair is completed.